Event description:
It was reported catheter aspiration was difficult. The cerebrospinal fluid (csf) flow was slow. As a result of the event a replacement of the pump and catheter occurred. A dye study was done as diagnostic testing. The product issue was resolved. The pump was replaced as a precaution since the issue could not be determined. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced increased spasticity at the catheter track. The drug being delivered via the device system was lioresal. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).